Event description:
The customer reports that the patient complained of leg pain and skin excoriation that turned out to be the catheter. It appeared that the wire strand pierced through the catheter. The patient's skin was irritated and the catheter was removed. No report of patient injury/harm.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be performed as no sample was returned by the customer for investigation. No lot number was provided by the customer. A device history record review was performed based on a lot number from sales history data. A device history record review was performed on the catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided by the customer. A device history record review was performed based on a lot number from sales history. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of coil wire pierced through the catheter extrusion could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
(B)(4). The customer returned one catheter for evaluation. A visual exam was performed and it was observed that the extrusion of the catheter was stretched. The distal ball weld was present and intact. The returned catheter was found to have the coil wire protruding the extrusion at approximately 74mm from the proximal end of the catheter. Also, holes in the extrusion were observed at approximately 27mm and 34mm from the proximal end of the catheter. Functional testing was performed and leaks could be seen from the sites where the coil wire protrudes the extrusion and where there were holes in the extrusion. No lot number was provided by the customer; therefore, a device history record (DHR) was performed based on a lot number from the sales history of the customer. Based on the investigation performed, the reported complaint of a coil wire piercing through the catheter was confirmed. A DHR review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received and the time of discovery, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that the patient complained of leg pain and skin excoriation that turned out to be the catheter. It appeared that the wire strand pierced through the catheter. The patient's skin was irritated and the catheter was removed. No report of patient injury/harm.